Event description:
Report received of a pump failing to alarm for air in line. The pump was received in the customer's biomedical engineering dept. With an unsigned note that read "broken door". The pump was found to have physical damage to the door on channel c. Upon further testing, the pump reportedly failed to alarm for air in line on channels a and b. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, there was no further information available.